Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Part # pet30102. Lot # e17di0834. Supplier: eit. Batch1: lot qty of 10 units were released on 14 feb 2018 with no discrepancies. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the surgeon wanted to reposition a spacer in the patient. Upon trying to reattach the holder to the spacer, the inner shaft would not engage with the spacer. The surgeon was able to reposition the spacer without engaging the holder without case delay. Upon disassembly of the holder, the surgical tech noticed that the proximal part of the inner shaft had become unconnected to the long threaded shaft. The holder was moved in order to finish the surgical step. Procedure was completed successfully. Patient outcome is stable. This report is for an inserter s-hammer connection. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: g3: this medwatch report was initially submitted on september 23, 2022. This report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket csh-28330 for additional details. B5 d10: date of concomitant therapy is july 27, 2022. H6: device problem code h3, h6: DHR: part: pet30102 lot: e17di0834 supplier: eit batch1: released on 14 february 2018 with no discrepancies. No nonconformance reports (ncrs) were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the inserter sh connection was found the device broken. The broken fragment was returned. No other defect was found. A dimensional inspection for the inserter sh connection was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the inserter sh connection would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the drawings reflecting the current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1

Event description:
It was further reported that the inner shaft of the inserter ch connection broke in surgery while in use with the t-handle,